Event description:
Page 2 of 10 I experienced the almost deadly consequence of using a morcellator for the hidden uterine leiomyosarcoma last year. In (B)(6) 2022, I had a hysterectomy with dr. (B)(6) at (B)(6) due to excessive bleeding and presumed large-size uterine fibroids, through a laparoscopic procedure. I was not given any information about the possibility of cancerous development or the risks of laparoscopy with morcellation. The pathological report after the surgery showed the presumed fibroids were actually uterine leiomyosarcoma. I was then referred to dr. (B)(6) of the same hospital and dr. (B)(6), of (B)(6), who did not provide any treatment, and only suggested I have CT every 6 months. On (B)(6) 2023, a CT scan found multiple big tumors in my abdomen, showing a serious recurrent uterine leiomyosarcoma and peritoneal carcinomatosis. During my appointment with dr. (B)(6) on (B)(6) 2023, he was shocked to see the scan results and predicted I had only 6 months life left. Dr. (B)(6) did not bring any hope either in the following week, telling me it was not operable at that point. In (B)(6) 2023, my family and I were lucky enough to find the clinical trial by dr. (B)(6) at (B)(6), who treated me with a hipec surgery and chemo therapy. They are still closely monitoring my situation. Written CT report is available upon request.